Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 35153 were returned and analyzed. The data files showed at least 4 applications were performed with the returned balloon catheter on the date of the event and system notice (B)(4) ¿the safety system has detected a compromised outer vacuum¿ was triggered at application 3 and 4 on the date of the event. Visual inspection of the balloon catheter showed the inner balloon had burst inside the outer balloon. The balloon could not be retracted out of the sheath. Pressure test did not show any leaks or breaches along the vacuum line, the guide wire lumen and the outer balloon. In conclusion, the reported double balloon breach could not be confirmed through testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. A sound was heard of a possible balloon rupture. The balloon catheter was removed and a double balloon breach/"crack" was observed. The balloon catheter was replaced. The case was aborted. No patient complications have been reported as a result of this event.